Event description:
It was reported that the atrial lead had a history of far field r wave [ffrw] oversensing and multiple programming changes to resolve the oversensing have been unsuccessful. It was also reported that the right ventricular [rv] lead was double counting wide complexes, resulting in non-physiologic intervals of 120-130 milliseconds. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.